Manufacturer narrative:
Age at time of event : 18 years or older device is a combination product. (B)(4). Device evaluated by MFR : synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds and loaded on a pigtail mandrel. The stent was damaged and deformed with distal and proximal stent rows squashed and the mid-section of the stent stretched. The manufacturing crimp data for this device was reviewed and there were no issues noted. The maximum crimped stent profile was found to be within specification. The balloon body was reviewed and no issues were noted. It appeared the balloon had been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion revealed and inner/outer polymer extrusion kink at approximately 55mm distal from the port bond. The tip was visually examined and no issues were noted. A stent protector was returned with the device; the ID (inner diameter) was measured and the result was within measurement. The ID of the stent protector returned and the maximum crimped stent profile was measured; based on the results, we can conclude that there were no issues to note with the interaction of the two components, provided that the stent protector was removed correctly. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.5 x28mm synergy¿ drug eluting stent, the stent was dislodged after removing the stent protector. The device was never used inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported.